Event description:
The pt reported the pump emitted a "replace battery" alarm and that the pump and battery were hot to the touch. The pt's partner confirmed that there was no damage or burns to the skin.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.